Manufacturer narrative:
The reported event of a manufacturing and header anomaly was confirmed. The header was observed and found to be cloudy. Manufacturing investigation found an issue related to manufacturing. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the implantable cardioverter defibrillator header had turned to white. The device was removed and replaced. There were no patient consequences.